Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy defibrillator (crt-d) stored atrial tachy response (atr) episodes. Upon review, intermittent right atrial (ra) far field oversensing was observed. Ts provided the hcp with programming recommendations. At this time, this crt-d remains in service. No adverse patient effects were reported.